Event description:
(B)(4) clinical study. It was reported that following a stenting treatment procedure the patient experienced chest pain. The target lesion was located in the proximal right coronary artery (rca). The lesion was 75% stenosed and was 26 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.5 x 38 mm taxus liberte stent with 0% residual stenosis. A non-target lesion was treated in the mid left anterior descending (lad) with balloon angioplasty. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2009, the subject was admitted with chest pain exacerbated with exertion and stress and relieved at rest. Cardiac catheterization was performed which revealed 95% distal stenosis in the rca. The distal rca was treated with a 2.5 x 12 mm taxus liberte stent with 0% residual stenosis. A possible pci would be considered for the stenosis in the 2nd diagonal if chest discomfort persists. The following day the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by mfg - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).